Event description:
"Ge" augmentation was performed at time of surgery. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type IV, fair oral hygiene, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility, bleeding and fistula. No further patient complications were reported.